Event description:
It was reported to philips that a pads waveform could not be displayed in AED mode. There was no patient harm.

Manufacturer narrative:
Pr: #(B)(4). A follow up report will be submitted once the investigation is complete.